Event description:
The affiliate reported the customer alleged false variant lymphocytes suspect message, for several patient samples, involving the coulter lh 750 hematology analyzer. The customer repeated the same sample vial and variant lymphocytes were observed. Manual slide counts were also performed on the patient samples with no variant lymphocytes observed. No erroneous results were released from the laboratory. The laboratory protocol states that all variant lymphocytes are to be repeated and perform a manual count. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) spoke with the customer on (B)(6) 2012 and checked patient samples with the variant lymphocytes. The customer indicated the flagging occurred once every three racks. The fse noted the three white blood cell (wbc) apertures were reading consistently. No abnormality was noted in the latron scatter or laser voltage. The customer continued to operate the instrument. The field service engineer reviewed the scatter plots which showed some noise. The wbc histogram showed a slight peak before the 35-fl line. The wbc apertures were removed and cleared of build-up. The flow cell was bleached, and the diff shear valve was cleaned. System performance was verified with startup, latron and controls. The fse performed patient samples with no excess flagging. The instrument conformed to the manufacturers published performance specifications. Upon receipt of the customer-supplied data on (B)(6) 2012, erroneous differential results were observed on one of three patients provided. Patient #1's sample was analyzed three times, resulting in low neutrophil (ne) and high eosinophil (eo) differential results. No instrument generated flags were observed on the initial sample when compared to the manual smear results. The remaining two runs correlated with manual results (which were considered correct). False positive variant lymph flagging was obtained on these samples. No erroneous results were noted for patient #2 and #3 when compared to manual results; however, false positive variant lymph flagging was observed.